Event description:
It was reported that the device was running without the trigger being pressed. There was no pt involvement and no report of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR for investigation. According to the quality engineer, the device showed signs of being dropped due to the external damage. The reverse trigger was jammed part way in allowing it to run without pulling the trigger. The device was repaired and returned to the customer.